Event description:
It was reported that pump displayed a cartridge change error during use. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, removed cartridge, confirmed o-ring was intact, removed pump from case, inspected and cleaned pneumatic tap area, reattached cartridge ensuring it was fully in place, and followed on-screen steps to complete loading process, after which cartridge load was successful and insulin delivery was resumed.